Event description:
During a transfer with a lift from a bed to a chair when the motor shaft broke and resident went to the floor. Their head hit the metal bar. The resident was not injured.

Manufacturer narrative:
Lift and motor were ten years old. It is likely that lateral pressure over 10 years of operation had weakened motor shaft. Maintenance confirmed that operators frequently do apply lateral pressure to the load and lift arm during transfers. On its machines and operator's manuals, medcare warns against lateral pressure on lift arm and pt. Lateral pressure can cause structural cracks. Lift was taken out of service and replaced with new lift.